Event description:
The launcher guide catheter was used approx 5 days past its expiry date. Patient is well. Device discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.